Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. The patient experienced a hypoglycemic event during the two-hour warm-up and lost consciousness. The patient¿s daughter called emergency medical services (ems) who treated the patient with IV glucose. The patient¿s blood glucose (bg) per ems was not provided; however, per ems, the patient¿s cgm displayed 'sensor failed' at the time of treatment. The patient was not transported to the hospital. At the time of the report, the patient had recovered. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.